Event description:
Pt was revised to address chronic dislocation attributed to cup position.

Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the mfg lots. The investigation could not verify or draw any conclusion about the root cause of the reported dislocation; however, provided info indicates device positioning was a contributing factor. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.